Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 1.8; lab: 5.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.8; ref: 5.0; mean: 3.40; confidence limits: 2.0-5.0. Per event details, time of testing between inratio and lab was not indicated. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Inratio values falls outside the limits. Criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Strip test will be performed as soon as donors and strips are available.